Event description:
It was reported that customer received a calibration error. Customer's blood glucose was 31 mg/dl and sensor glucose was 170 mg/dl. Caller was advised to call back when customer got back home from school with insulin pump in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.